Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned, 12cm from the connector pin. No anomaly was detected on the partial lead.

Event description:
It was reported that the patient presented to a follow-up after receiving inappropriate therapy due to noise. The high voltage lead impedance had increased. The lead was capped and a partial lead will be returned.